Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a lead dislodgement. The dislodgement of the rv lead was identified at a routine follow up. Also the right atrial (ra) lead had dislodged. Both leads were extracted and new leads were implanted. No additional adverse patient effects were reported.